Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - home monitoring reported rv lead impedance was above 150 ohms. The physician suspected a conductor broke. Another lead was implanted. During the operation, df-1 rv coil impedance was measured and it was above 2500 ohms. ECG showed potential noise. There was no noise on df-1 svc coil and impedance showed below 250 ohms by analyzer. Is-1 bipolar had normal measurements. This rv lead was explanted. Should additional information become available this file will be updated.